Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with a valve loaded in the capsule of the dcs, visual analysis showed the tip-retrieval mechanism appears intact. The device was received with the handle components detached from the dcs. The tabs are observed to be detached from the male deployment knob component. One of the hooks is also detached from the male deployment knob. The carriage components are observed to be undamaged. Some voids are observed over the nitinol reinforcing frame along the mid-section of the capsule. The valve returned loaded in the dcs cannot be removed from the dcs due to the actuators being separated from the dcs. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Various factors can affect valve positioning, such as patient anatomy or physician experience. It was reported that the valve was recaptured twice in order to re-position deployment. This is a feature of the device that allows for additional attempts at accurately positioning the valve. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. An actuator separation will prevent loading and/or deployment through normal use. The subject dcs was returned for evaluation and confirms the report that the handle components detached from the dcs, as the tabs are observed to be detached from the male deployment knob component. Additionally, some voids are observed over the nitinol reinforcing frame along the mid-section of the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon 80% deployment the valve needed repositioning. The valve was recaptured twice due to the valve being implanted deep. Upon second recapture, the actuator broke. The delivery catheter system (dcs) was unable to recapture more than 50% and the device was retrieved with the valve open. Once the dcs was in the abdominal aorta, the capsule was able to close with the gray knob. The dcs was withdrawn from the patient in four parts; the deployment knob and hand rest were separated. No adverse patient effects were reported.